Manufacturer narrative:
The patient followed-up with the implanting clinician on (B)(6) 2020. The implanting clinician cleaned and evaluated the wound site. The implanting clinician stated that the skin appeared reddened and infected, yet closed, with no sign of erosion from the device. The implanting clinician prescribed antibiotics, both oral and topical. The procedure was reported to have been performed following the product's IFU. Stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on the information provided by the clinician, the infection was not confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection could not be determined with the available information (no problem found).

Event description:
On november 16, 2020, the clinical representative was made aware that a recently implanted patient was suspect of potential infection at the wound site. The patient stated redness and oozing coming out of the incision site.